Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. Per tandem's user guide: the tandem user guide includes instructions to always have a backup insulin method available.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of 589 mg/dl and high levels of ketones identified as life threatening by a healthcare provider. Cause of high bg was due to customer running out of insulin and not having extra pump supplies to address the event. No issues were observed with the cartridge, infusion set or pump at the time of the event. Bg was treated with intravenous saline and insulin. Customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage.